Event description:
Pt had a history of esophageal carcinoma. Teh pt had undergone 14 neodymium yag laser treatments over three yrs to ablate the placement of an esophageal stent when the pt complained of not being able to swallow his own saliva and he aspirates at night. The stent was placed through the tumor in the distal esophagus to allow food and secretions to pass freely into the stomach. Pt complained of belly pain and inability to swallow his own saliva again. After an endoscopic eval it was determined that the stent had broken in half and half was lodged in the pt's stomach. The upper part was able to be removed via endoscope although the lower section of the stent had collapsed and in several places it had spicules of medal stems sticking into the mucosa of the stomach. It was determined that the pt would have to be transferred to the or to have the stent retrieval was performed and the p was then transferred to the ICU and placed on a ventilator.